Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse called the site and spoke with staff member and confirmed the issue reported. Fse then went on site to inspect the system and blue fiber cables, no issues found. Next the fse powered the system on with no issues. Fse tested the suspected scopes and found no issues. Fse checked and confirmed gigabit comm and wheel status are good, no issues found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce the reported event. Fse inspected the system, cables, gigabit comm and wheel status and found no issues. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the robot was malfunctioning and the endoscope showed an image but no overlay. The technical support engineer (tse) reviewed the situation and observed communication faults from the tower at fiber port 3. The tse had the site power down, reseat all blue fiber cables and the gray fiber cable, and reset the breakers on the listed components. When the issue persisted and a non-recoverable fault appeared during startup and later changed to another fault, the tse had the site perform another power down, reseat all blue connectors, and cycle breakers again, but the issue still persisted. The tse asked whether another tower was available, and the site indicated it was not. The procedure was completed laparoscopically.